Event description:
It was reported that this left ventricular (lv) lead was explanted due to a unknown product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a unknown product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. This supplemental is being filed as additional information was received that this lead was explanted on a different day then previously submitted.